Event description:
As noted in the publication by kara et al safety and effectiveness of a novel vascular closure device: a prospective study of the exoseal compared to the angio-seal and proglide, journal of endovascular therapy 21 (2014)822-828; 13 hematomas were detected in the exoseal vcd group of the study. One exo- seal patient had a hematoma with a decrease in hemoglobin .2 g/dl. In 2 patients with increasing hematoma, manual compression and compression bandage were necessary, delaying hospital discharge. A pseudoaneurysm was observed in 1 exoseal patient and an arteriovenous fistula in another. There were 26 cases of device failure in the exoseal arm of the study. Device failure after utilization of the vcd was defined as persistent bleeding requiring subsequent manual compression until hemostasis was achieved and the use of a compression bandage for 24 hours.

Manufacturer narrative:
Literature citation: kara, k et al (2014). Safety and effectiveness of a novel vascular closure device: a prospective study of the exoseal compared to the angio-seal and proglide. Journal of endovascular therapy, 21, 822-828. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2015-00040. Complaint conclusion: as noted in the publication by kara et al safety and effectiveness of a novel vascular closure device: a prospective study of the exoseal compared to the angio-seal and proglide, journal of endovascular therapy 21 (2014)822-828; 13 hematomas were detected in the exoseal vcd group of the study. One exo- seal patient had a hematoma with a decrease in hemoglobin .2 g/dl. In 2 patients with increasing hematoma, manual compression and compression bandage were necessary, delaying hospital discharge. A pseudoaneurysm was observed in 1 exoseal patient and an arteriovenous fistula in another. There were 26 cases of device failure in the exoseal arm of the study. Device failure after utilization of the vcd was defined as persistent bleeding requiring subsequent manual compression until hemostasis was achieved and the use of a compression bandage for 24 hours. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The exoseal vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length. Arteriovenous fistula is identified in the product¿s IFU as a potential complication. A femoral artery pseudoaneurysm is a type of "bubble" on the femoral artery due to a penetrating injury to the artery. An opening in the artery leads to leakage of blood from the femoral artery (a "hematoma"). This hematoma develops a wall around it and the hematoma liquefies and forms a pulsating "bubble" on the artery. This is called a pseudoaneurysm. A pseudoaneurysm, like any aneurysm, can rupture and cause bleeding or loss of limb. Causes of pseudoaneurysm formation reportedly include fracture of the stent, dissection of the vessels, wall instability, and infection of the stent. A pseudoaneurysm can develop on the femoral artery due to any penetrating injury of the artery. Sometimes, a tear can occur on the inside layer of the vessel resulting in blood filling in between the layers of the blood vessel wall creating a pseudoaneurysm. The most common penetrating "injury" of the femoral artery occurs during percutaneous procedures performed via the femoral artery. With the limited information available and no lot number available to conduct a DHR, no determination regarding potential contributing factors could be made. Therefore no corrective and preventive actions will be taken at this time.